Event description:
It was noted on 1/7/2013 that this product was out of order. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).